Event description:
It was reported that during a laparoscopic appendectomy, the device did not form a complete staple line. They had to open the patient to complete the case. The patient was opened because the surgeon thought that the tissue was not healthy enough to repair laparoscopically.

Manufacturer narrative:
Information anticipated, but unavailable at this time.